Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the atrial leadless pacemaker (alp) had high capture thresholds. The alp was programmed to high output mode to compensate. The patient was asymptomatic. Additionally, it was noted the battery of the alp was drained. The alp was explanted and replaced. The patient was stable throughout the procedure.